Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to multiple errors indicating a bad usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported errors were confirmed and replicated. In system logs, errors 32056, 1123, and 48100 were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event the unit was installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current test, sensor check, and sine cycle were found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and yaw flat flex cable (ffc) were tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the yaw searchlight pca and ffc were found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) to inform that an error 252 triggered on universal surgical manipulator (usm2) at startup. Tse had customer power off and emergency power off (epo) the patient side cart (psc) and the blue fiber. The system powered back on with more additional errors 32056, 1123, and 48100 indicating a bad usm. The customer said that they needed all 4 usms and table motion but would have to speak with the doctor to see if they wanted to proceed. The procedure was completed as planned with no reported injury.